Event description:
Neurosurgery reported that they wanted to take a vns patient to surgery and replace their generator and change their lead from dual pin to single pin. An implant card was received that the reason for the patient's lead replacement was related to a lead break. The explanted lead is at the manufacturer pending completion of product analysis. Good faith attempts have been made and thus far no further information has been attained.

Manufacturer narrative:
Device malfunction suspected but did no cause or contribute to a death or serious injury.